Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 256-276 mg/dl.